Event description:
The physician was attempting to implant a 2.25mm diameter x 14mm length endeavor resolute rapid exchange (rx) drug-eluting stent in the proximal cx. The lesion morphology was reported as very tortuous with severe calcification and exhibiting 80% stenosis. The device had been inspected prior to use with no abnormalities noted. It was reported that the stent could not cross the lesion and so the physician retrieved the device. The physician made a second attempt to introduce the device. It was reported that the stent dislodged in the ostial-proximal portion of the cx during this second attempt of the advancement of the device. It was confirmed that force was used in the attempt to advance the device. The dislodged stent was retrieved from the pt with snare. An attempt was made to implant a non-medtronic stent; however, this stent failed to reach the lesion also. Pt status post procedure was reported to be good and no other clinical sequelae was reported.

Manufacturer narrative:
(B)(4). Eval, results and conclusion: vessel morphology. Failure to deliver the stent.